Event description:
It was reported that a patient, underwent a procedure with a stockert generator and the foot pedal got stuck. The foot pedal of the generator was not activated. They tried reconnecting the redel cable, rebooting the generator and stepping on the foot pedal strongly however this did not improve the situation. After awhile, the foot switch did not return even if the foot pedal was stepped on. It continued the ablation. The procedure was completed by using the remote switch instead of the foot pedal. The procedure was successfully completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The reported issue of the foot pedal getting stuck and continued to ablate is indicative of a reportable event.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that a patient, underwent a procedure with a stockert generator and the foot pedal got stuck. The foot pedal of the generator was not activated. They tried reconnecting the redel cable, rebooting the generator and stepping on the foot pedal strongly however this did not improve the situation. After a while, the foot switch did not return even if the foot pedal was stepped on. It continued the ablation. The procedure was completed by using the remote switch instead of the foot pedal. The procedure was successfully completed without patient consequence. The defected part was replaced. The issue was resolved. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).